Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2009; 4194 implantable pacing lead (B)(6) 2009; d224trk implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported that the p-waves on the atrial lead have decreased and the threshold has increased. It was also reported that the sensing on the right ventricular lead has decreased and the threshold has increased. Both leads remain in use. No patient complications have been reported as a result of this event.